Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise. Other electrical measurements were normal. No intervention or patient symptoms were reported. The patient would continue to be monitored.

Event description:
New information states that the asymptomatic patient presented in clinic for routine follow up, noise was noted. The noise was not reproduced with isometrics. The patient would be monitored.